Event description:
The customer contact reported a kink; subsequently, an adverse event while the device was in use was reported. The tubing set was being used to deliver lactated ringer's solution at an unspecified rate. After an unspecified length of time in use, the physician administered spinal anesthesia to the mother. It was reported that there was an anticipated decrease in mother's blood pressure; however, the mother's patient's blood pressure decreased to 50/30mmhg. At this time, it was noted that the tubing set was kinked and no flow of lactated ringer's solution was noted. It was reported that the healthcare professional was "working on" the tubing during the surgical procedure to obtain flow. After delivery, it was reported the neonate was "floppy" with a one minute apgar score of 7. No medical interventions were required. There was no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded.